Event description:
It was reported that the insulin pump alarmed button error and the numbers continue to scroll up when attempting to give a bolus or enter glucose levels. Blood glucose value was 11.7 mmol/l. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Device received with cracked case at display window corners, display window, battery tube threads and minor scratched display window.